Event description:
A customer had a problem with a circumision tray. According to the customer, velcro restraint straps had velcro sewn backwards. In addition the straps were longer than they used to be. According to the customer the baby was able to move and was cut during the procedure. It was not reported where or to what extent the injury was.